Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the atrial lead exhibited high thresholds in two different positions. The lead was reprogrammed in order to minimize the need for atrial pacing, and remains in use. No patient complications have been reported as a result of this event.